Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional testing was completed with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. The device was being applied to the sigmoid colon. The stapler did not fire. The knife blade did not cut and no staples were fired. The space between the cartridge and the anvil was closed and the green bar was visible in the indicator window. The anvil could be tilted after firing. The anvil was not bent. The sizers were not used. In order to resolve the issue and complete the case, opened another device. There was no patient harm. The patient status is alive, no injury.